Manufacturer narrative:
This report is submitted on september 04, 2019.

Event description:
Per the clinic, in (B)(6) 2019 (date not reported) the patient experienced dizziness and she was in the clinic for three days until she felt better. The patient was treated with cortison via infusion, she also had an antibiotic because of a labyrinthitis. The implanted device remains.